Manufacturer narrative:
This follow-up report is being submitted to relay additional information. A visual inspection was conducted on the returned plates and screws. The plates and screws all show signs of implantation including marking and fluids/ dislocation the 73-2622 four-hole plate is fully intact. With no visual defects present. The three returned plates associated with the 74-0004 all have broken bands. It cannot be determined which band fractured and which bands were cut during removal. The returned screws all show signs of use but do not show any visual defects. The complaint of the band fracturing is confirmed. A determination cannot be made as to what caused the band to fracture. Lot identification is necessary for review of device history records, lot identification was not provided for items 73-2622 and 74-0004. Part and lot identification are necessary for review of device history records, neither were provided for the unknown screws. A definitive root cause cannot be determined. It was reported the sternum dehisced from chronic coughing secondary to pneumonia. The surgeon did not believe this was a product failure, but that the coughing caused the fracture. However, it could not be confirmed if the coughing caused or contributed to the fracture. The device evaluation found no malfunction and the event did not contribute to injury; therefore, this would not be considered a reportable event for this product. The reported event is confirmed, based on product return. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted to update additional information in section b4, b5, d9, g3, g6, h2, h3, h6 and h10.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). D10 ¿ medical products: item# 73-2622, lot unknown; sternalock® blu system plate, 4 hole square, item #74-0004, lot unknown; sternalock 360 system, multi-implant system, item # unknown, lot unknown 2.4mm screw; qty 3, item # unknown, lot unknown screw; qty 17. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2023-00145; 0001032347-2023-00148; 0001032347-2023-00149; 0001032347-2023-00150.

Event description:
It was reported the patient underwent a sternum procedure approximately 10 weeks prior. Subsequently, the patient was revised due to the lowest band on the 4-hole plate near the xyphoid process being broken. According to the surgeon the bone is poor quality, and the sternum dehisced is from chronic coughing secondary to pneumonia. The surgeon stated this is most likely not a product failure but that the coughing caused the breakdown. It is further reported that out of the twenty screws implanted with the system, three were not retrieved during the revision and were thus left in the patient. The three screws were not retrieved due to the surgeon not wanting to enlarge the exposure to retrieve them.